Manufacturer narrative:
H3) the device was returned for analysis. Functional testing determined that the retainer screw has been cross threaded and has now seized. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an optical biopsy procedure. It was reported that during surgery, there were problems using the screw that held still the reducing tube. The biopsy was performed without any problems but the doctor requested the sterilization service if the part could be lubricated. The sterilization service notified the site that the screw was stuck and could not be moved. During inspection, rust was visible. There was no delay and no impact on the patient's outcome. (B)(6) 2024 ared (rep, for): no new information. 2025-jan-15 e10, e11 (rep, for) no new information. 2025-feb-14 e16, e17, e18 (rep, for): no new information.